Manufacturer narrative:
The hospital did not return the complaint needles. Anchor products reviewed the manufacturing records for the lot number involved. The records confirmed that the lot had been assembled and tested as defined in anchor products procedures and specifications. The test results were within specifications. Anchor products could not confirm the failure mode reported by the customer.

Event description:
Doctor had used needles during shoulder surgery. Needle tips were missing at conclusion at procedure. Retrieved tips on two and removed remaining tip through irrigation.